Manufacturer narrative:
Issue: emdr records submitted to the FDA within the sparta emdr portal were not received by the FDA and remained in a state of submission in progress. Cause of the issue: FDA maintenance/patch window caused the records to remain stuck and would not go through. Impact: the records impacted were stuck in "submission in progress" state causing them to not advance to the FDA. Corrective actions: biohorizons: biohorizons created a support case with vendor sparta reporting the records stuck in the state of submission in progress. Biohorizons requested sparta to provide the cause to why records were not progressed to the FDA. Additionally, field h10 is being updated with the events as they have unfolded. Sparta: contacted the FDA to determine the root cause of the issue and what steps were required. FDA advised sparta support to resubmit the records. Sparta advised biohorizons that the issue was industry wide. The records were submitted during an unscheduled emergency FDA maintenance patch window which caused the records to not go through. Preventative actions: the sequence of the events was outside the control of sparta and biohorizons. However, as part of client review, sparta is pro-actively monitoring the biohorizons org for records not advancing. During this monitoring, sparta is staying in constant contact with the FDA regarding any records for the biohorizons org that does not receive the acknowledgements back from the FDA gateway. This action is being addressed daily by sparta. Biohorizons is monitoring the records daily as well and continuing to file support cases with sparta for any records that are remaining in a status of submission in progress.

Event description:
Implant failed to osseointegrate.

Event description:
Implant failed to osseointegrate.